Event description:
It was reported that an asymptomatic patient presented with patient notifier for extended charge time. The last max charge showed normal charge time but device also recorded an extended charge time on the same day. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. The reported field event of extended charge time was confirmed in the laboratory and was caused by an anomaly within both hv capacitors.